Manufacturer narrative:
The reported event was confirmed since evaluation of a provided radiographic image does show the staple is fractured in-vivo. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient returned to clinic for post-op follow up and x-rays indicated staple was broken. No additional information is available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient returned to clinic for post-op follow up and x-rays indicated staple was broken. No additional information is available.